Event description:
During a routine follow-up, the "ventricular oversensing suspected" message appeared at the beginning of the interrogation. Episodes showed several ventricular fibrillation episodes with noise oversensing (including one inappropriate therapy on (B)(6) 2015). The patient didn't go to the cardiology department because she was asleep and didn't realized there was a shock. In order to prevent further inappropriate shocks, the ventricular sensitivity was decreased (from 0.4mv to 0.8mv) and the long cycle gap defined to 125msec (previous programming was 170 msec). The next follow-up was scheduled according to the normal procedure of the hospital (6 months) but the patient was advised to return to the hospital if she feels a new shock.

Event description:
During a routine follow-up, the "ventricular oversensing suspected" message appeared at the beginning of the interrogation. Episodes showed several ventricular fibrillation episodes with noise oversensing (including one inappropriate therapy on (B)(6) 2015). The patient didn¿t go to the cardiology department because she was asleep and didn¿t realized there was a shock. In order to prevent further inappropriate shocks, the ventricular sensitivity was decreased (from 0.4mv to 0.8mv) and the long cycle gap defined to 125msec (previous programming was 170 msec). The next follow-up was scheduled according to the normal procedure of the hospital (6 months) but the patient was advised to return to the hospital if she feels a new shock. On (B)(6) 2017, it was reported that a warning " oversensing v suspected¿ was displayed at the beginning of session. 11 fvt/vf episodes were recorded all due to noise in ventricular channel. No therapies were applied. The persistence of vt and vf zones were slightly increased, long cycle gap was maintained at 125mseg.

Event description:
During a routine follow-up, the "ventricular oversensing suspected" message appeared at the beginning of the interrogation. Episodes showed several ventricular fibrillation episodes with noise oversensing (including one inappropriate therapy on (B)(6) 2015). The patient didn¿t go to the cardiology department because she was asleep and didn¿t realized there was a shock. In order to prevent further inappropriate shocks, the ventricular sensitivity was decreased (from 0.4mv to 0.8mv) and the long cycle gap defined to 125msec (previous programming was 170 msec). The next follow-up was scheduled according to the normal procedure of the hospital (6 months) but the patient was advised to return to the hospital if she feels a new shock. On (B)(6) 2017 it was reported that a warning " oversensing v suspected¿ was displayed at the beginning of session. 11 fvt/vf episodes were recorded all due to noise in ventricular channel. No therapies were applied. The persistence of vt and vf zones were slightly increased, long cycle gap was maintained at 125mseg.

Event description:
During a routine follow-up, the "ventricular oversensing suspected" message appeared at the beginning of the interrogation. Episodes showed several ventricular fibrillation episodes with noise oversensing (including one inappropriate therapy on (B)(6) 2015). The patient didn't go to the cardiology department because she was asleep and didn't realized there was a shock. In order to prevent further inappropriate shocks, the ventricular sensitivity was decreased (from 0.4mv to 0.8mv) and the long cycle gap defined to 125msec (previous programming was 170 msec). The next follow-up was scheduled according to the normal procedure of the hospital (6 months) but the patient was advised to return to the hospital if she feels a new shock.